Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because segments missing was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and was evaluated on (B)(6) 2012 by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's lcd was cracked and damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k)# is k082590.